Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/04/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected b5 narrative: it was reported that a patient underwent a ventral hernia repair on (B)(6) 2020 and the mesh was implanted. It was reported the patient experienced a post op mrsa infection. It was also reported that the device was removed and the wound was cleaned. Additional information was requested and the following was obtained: the patient demographic info: age-62, gender-m, weight-107.5kg, bmi-31.3 at the time of index procedure. Date of initial surgical procedure (B)(6) 2019. The diagnosis and indication for the initial surgical procedure? - ventral incisional hernia. What are the patient comorbidities/concomitant medications? - patient symptoms manifestations (location, severity, appearance, systemic or local reaction). Date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? - cipro 400mg in 200ml IV pre operatively. Were cultures performed? (B)(6) /2019-no cultures, (B)(6) 2020-culture performed results? - mrsa. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? - product code and lot # mesh ultrapro 6 x 6. Lot # pc8dlxw0 and mesh prolene 10cm ext. Lot # 32529j10. If applicable, will product be returned, return date, tracking information also, please provide date and surgical findings of the device removal operation? N.b: I have emailed the physician and his office to request the information I do not have. I am not sure if the devices were removed or not. Events reported in 2210968-2020-05404 and 2210968-2020-05405.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2020. Corrected information: d4 - lot. Additional information: pc8dlxw0 invalid lot according to german quality data base. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What are the patient comorbidities/concomitant medications? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction). Date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? Product code and lot #. If applicable, will product be returned, return date, tracking information also, please provide date and surgical findings of the device removal operation?

Event description:
It was reported that a patient underwent a ventral hernia repair on an unknown date in 2019 and the mesh was implanted. It was reported the patient experienced a post op mrsa infection. It was also reported that the device was removed and the wound was cleaned.